Manufacturer narrative:
Additional information: the non tortuous lesion was in the rca and had 100% thrombotic occlusion and after poba had 80% occlusion. There were no issues noted during deployment of the stent. It was subsequently confirmed that the device was not deformed in vivo and that the device had fractured in the middle section. Further intervention was carried out the day after the procedure in which two non-medtronic stents were implanted in a more distal location. The fractured stent remains in the patient. It was further reported that stent thrombosis also occurred and was treated. No further patient injury reported. Product analysis: image appears to be a photo of a screen displaying a procedural image. What appears to be a deployed stent can be seen in the image. The stent appears to be fractured in the middle, with a clear line visible between the two halves. Image confirms stent fracture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: the stent thrombosis occurred in the resolute integrity stent, and was treated with angioplasty, and the implantation of the stents to bridge the fracture. Stent thrombosis was not identified on the image received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was non-calcified. The stent was deployed after protracted resuscitation for ventricular fibrillation and evidence of occlusion (100% occlusion) of the rca. The next day the patient was re-examined with renewed hemodynamic instability. It was reported that there was renewed occlusion of the rca (100% occlusion), this time inside the stent. Renewed angioplasty of thr ombotic occlusion was performed and there was evidence of stent fracture. Further intervention was carried out during the renewed angioplasty procedure in which two non-medtronic stents were implanted in a more distal location annex b, annex c, annex d and annex e codes added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity coronary drug eluting stent was implanted. It was stated that the device had been inspected prior to use with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. The next day the patient was re-examined. It was reported that the stent was noted to be deformed in vivo post deployment. It was also indicated that the stent had fractured. No patient injury reported.